Manufacturer narrative:
(B)(4). Conclusion: a carefusion certified 3rd party service technician replaced the flow valve on the unit. Carefusion received the flow valve on (B)(6) 2015 and scrapped it due to it being a known issue so no failure analysis was performed.

Event description:
The service technician found that the "unit fails the servo test." This indicates that there is a delivered flow inaccuracy from the device. The customer has reported no patient involvement or harm.